Event description:
It was reported that the ra lead had dislodged into the ventricle. On (B)(6) 2025 the dislodged atrial lead was removed and discarded and a new lead was placed successfully.

Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.